Event description:
Customer reported inratio2 error 114 x 3 on one pt. Customer also reported having another pt with 134 error twice using the same lot. This lot also gave nnn errors on 2 pts. The lab draw result for the pt with error 114 was >18 inr. Pt info/history; renal failure (no dialysis), bleeding in his mouth, weeping sanguineous wounds. Spoke with customer about pt's disposition: getting vitamin k, holding his coumadin, customer to repeat pt's inr monday 8/23 and call back with result. Hct still unk.

Manufacturer narrative:
Investigation pending.